Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: sep 30, 2025 section h3: evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed on the suspect product and found the plunger rod overriding a lens that was stuck inside the cartridge. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge indicating that an inadequate amount of ophthalmic viscoelastic devices (ovd) may have been used, which could contribute to the complaint issue. The cartridge tip was chipped and had stress marks. No issues were identified with the lens module, device assembly, plunger rod, and plunger rod advancement. The lens could not be removed from the cartridge; however, it was observed to be torn and damaged. No further evaluation was performed. The complaint issue of was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the use of the preloaded multifocal intraocular lens (iol), slight resistance was observed. Subsequent examination under a microscope revealed that the lens was split in half. The lens and cartridge had come into contact with the right eye, but the defect was identified before the lens was fully inserted. The injector was retracted without completing the insertion. The procedure was completed using a backup lens with the same model and diopter. There were no injuries or complications, such as capsule tear, unplanned vitrectomy, incision enlargement, or the need for sutures. No medication outside the standard of care was required. The customer reported that the device caused or contributed to the event. The device was discarded. No further information was provided.

Manufacturer narrative:
Section a4: weight: unknown; requested but not provided. Section a5: ethnicity: unknown; requested but not provided. Section a6: race: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as the lens was not fully inserted. Section d6b: if explanted, give date: not applicable, as the lens was not fully inserted. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.